Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc xr mp t1 pps 9x102.5mm, pn 51-145090, ln 6371045. (B)(4). MDR: 0001825034-2019-03520 complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of the returned products that were visually inspected and the reported event (defective seal) was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is likely to be an operator error during the manufacturing process. This issue is being further investigated through the CAPA process. The likely condition of the products when they left zimmer biomet was non-conforming to specification. The root cause of the reported event is likely to be an operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported part of seal on the sterile package did not appear sealed properly. Attempts were made to obtain additional information; however, none was available.